Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('weired stabbing pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2017, the patient experienced vaginal haemorrhage ("extreme vaginal bleeding"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and ovarian cyst ("ovarian cysts"). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the pelvic pain had resolved and the vaginal haemorrhage and ovarian cyst outcome was unknown. The reporter considered ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain female quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: case (B)(4) was found to be a duplicate of this case. Data from deletion case is transferred to this case. Data transferred includes reporter information, events heavy vaginal bleeding and ovarian cyst, local event number and e2b company number of the deletion case and source document from the deletion case. Deletion email is also attached. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('weired stabbing pain') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the pelvic pain had resolved. The reporter considered pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain female. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('weired stabbing pain'). In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2017, the patient experienced vaginal haemorrhage ("extreme vaginal bleeding"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and ovarian cyst ("ovarian cysts"). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the pelvic pain had resolved. And the vaginal haemorrhage and ovarian cyst outcome was unknown. The reporter considered ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain female. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.